Event description:
In this event, it was reported that a xive s plus implant that was placed on (B)(6) 2011, was positioned too close to the mandibular nerve and lead to a paraesthesia. As a result, the implant was extracted three days later and replaced by a shorter version with a larger diameter. According to the doctor, the patient is doing fine.

Manufacturer narrative:
Generally, such cases are not known in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.